Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. Based on the photographic evidence the paint was peeling and connection between fork and lighthead loose . There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). Event site address: (B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. Based on the photographic evidence the paint was peeling and connection between fork and lighthead loose . There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Defective part vlt stp 400-(3p) double forks s/a (ard368850998) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: 3 screws (torx m5x12 ref: ard601010512) hold the shaft on the fork and according to the technician they were loose. As a result, the mechanical link between the 2 fork arms can't be properly ensured. This problem remains isolated but in order to prevent such case in the futur glue has been added on these screws. The production document (B)(4) has been updated accordingly. Paint issue observed on the pictures (scratches) is probably due to damages caused during dismounting of the device. Paint damage observed on the edge of the fork is the result of the connection loose between forks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(6).